Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One sprinter legend ptca balloon catheter was intended to be used to treat a lesion located in the lad described as being non-difficult. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that during pre-dilation of the lesion, the balloon failed to inflate on the proximal side with low pressure on the first attempt. After several more unsuccessful attempts were made, the inflation device was changed but the balloon would still not inflate. Testing was performed outside the patient's body and it was then noted that there was a balloon leak present. The procedure was successfully completed using another sprinter legend device of the same size. No patient injury was reported.

Manufacturer narrative:
Device evaluation the balloon returned with blood visible in the inflation lumen. The balloon failed negative prep. On pressurization of the device, a leak was observed on the working length of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, a pinhole burst was observed. The mandrel would not load through the inner lumen most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: photo 1; image show a sprinter legend rx 2.0mm*10mm shelf carton. The lot number on the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.